Event description:
A procedure was being performed using a percutaneous introducer kit, which is supplied by becton dickinson, when problems were encountered with a thomas medical prod. Inc. MFR percutaneous sheath introducer and a teleflex inc. Supplied guidewire. The report describes the trouble as: (1) guidewire split and frayed inside. (2) plastic valve came loose out of hemostasis is valve.